Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employee health professional from (B)(6) of peritonitis coincident with dianeal therapies. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was treatment non-compliance. On an unreported date, the patient was treated with injection (inj) fortum (1g for 14 days in the night dwelling, route not reported), inj reflin (500mg, three times a day, route not reported) and inj amikacin (100mg, three times a day for 7 days, route not reported). No additional information is available as of this report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.